Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to bacterial infection with vegetation on the leads. Reportedly, the patient arrived at the clinic with possible pocket infection and cultures showed pseudomonas infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.